Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered severe injuries and will continue to suffer injuries and damages in the future, including but not limited to: chronic inflammation, pain and emotional stress/trauma.